Event description:
Reportable based on product analysis completed 04 october 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 75% stenosed lesion was located in the non-calcified and moderately tortuous mid right coronary artery (rca) and was in-stent restenosis of unspecified stent. The 10x3.00mm flextome cutting balloon ruptured on the first inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good. However, returned product analysis revealed partial blade detachment.

Manufacturer narrative:
(B)(4). A visual examination identified a partial blade had detached. The blade had detached 3-5mm inclusive from the distal edge of a blade. The pad was intact. This type of damage is consistent with the blade encountering some resistance during the procedure. The device was attached to an encore inflation unit and positive pressure was applied; however, it was not possible to inflate the balloon due to solidified contrast media within the balloon and inflation lumen. All remaining blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft. No issues were noted with the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).